Event description:
It was reported the pt experienced ineffective stimulation in his right arm and received coverage on the left side only. The physician was unable to implant an additional lead for optimal coverage due to build-up of scar tissue and decided to explant the entire scs system. The pt will be referred for surgical lead placement.

Manufacturer narrative:
Results: visual inspection of the returned extension revealed broken wires on channels 6-8. The broken wires were consistent with an overstress condition the extension was subjected to while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.